Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Beginning (B)(4)-2015, 12 ventricular sensing integrity counts (sic); no episodes available to verify lead noise oversensing and inappropriate shocks. On (B)(4)-2015, rv pacing impedance measured 1026 ohms in a trend in the 900-1000 ohm range which started (B)(4)-2015.

Event description:
It was reported that there were missing right ventricular (rv) lead impedance measurements for months. Printouts of past interrogations were found showing alerts for high impedance on the rv lead. Additionally, noise was seen when the rv lead was programmed bipolar and gone when the device was reprogrammed rv tip to rv coil. High power portion of the lead remains in use and a new pacing lead was added. The device was explanted and replaced to minimize opening pocket again. No patient complications have been reported as a result of this event. Furthermore, the lead had intermittent high threshold and a possible fracture.